Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. Multiple requests for additional information were issued to the customer but no further information was provided. The tunneling adapter was not returned for evaluation. The patient remains ongoing on vad support and no further issues have been reported. A CAPA was opened to further investigate this issue and a corrective action has been implemented. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 0 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the surgeon was tunneling the driveline of the hm3 and it was difficult to pull the bullet with the pump cable end through the puncture site on the patient right upper quadrant. When the surgeon went to clean off the tunneling bullet, one of the black pedals had broken off and was found by the scrub nurse. The surgeon stated that the bullet was seen after it came through the skin and it was completely intact and believed no pieces were inside the skin. One petal has still not been found by staff. X-ray was performed on the bullet to see if it would show up on imaging and it would not so an x-ray of the patient was conducted.